Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxzero needleless connectors experienced defective tubing. The following information was provided by the initial reporter: customer reported leakage with all sets.